Event description:
It was reported that the patient presented in-clinic for follow-up. Upon device interrogation, the right atrial (ra) lead was noted to intermittently under-sense the patients own intrinsic p-waves and at the same time, over-sense atrial lead noise. The lead was programmed to vvir from dddr. The patient was stable.